Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board will be replaced to address the issue. (B)(4).

Event description:
It was reported to resmed that an astral device main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.